Event description:
It was reported that sutures holding the pump in place had popped. The pump flipped and came 'out of the sack.' It was sitting on the pt's tailbone producing localized pain. The catheter became coiled like a telephone cord. The pt experienced withdrawal. The catheter was replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).